Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to go off and the customer suspended it. During troubleshooting, customer's blood glucose was 200 mg/dl while the sensor gave a reading of 89 mg/dl. Customer chose to change insulin pump settings to a previous range and end troubleshooting. Customer was advised to consult healthcare provider, monitor, and call back for assistance if necessary.